Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional (hcp) reported that a patient was injected in the posterior jaw area with two syringes of juvéderm® voluma¿ xc, and with one syringe of juvéderm® vollure¿ xc in the tear troughs. Patient also was injected with restylane®. Patient was taking diclofenac concomitantly. Three days later, the patient experienced a granuloma in the right jaw and right cheek and pre-jowl sulcus. Biopsy was not provided. The event was further described as ¿nodules in the left and right side marionette area, in the right pre-auricular nodule, and under the left eye.¿ the patient returned to the office get dysport® injected and confirmed that the nodules never went away from the initial injection.¿ hcp confirmed that ¿the patient felt tender pain to the touch where the nodules were and begin to self-treat with ice and keflex® on the date of onset." Patient was prescribed doxy 3 days later. Two days later, the filler was dissolved with hylenex® and massage. Event is ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03230 (allergan complaint #: (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® voluma¿ xc.